Event description:
It was reported that the home monitoring system received an alert. Upon review this pacemaker triggered a lead safety switch (lss) due to high out of range right ventricular (rv) impedances measuring greater than 3000 ohms. Once the lss occurred it was indicted there was noise on the rv lead. A few months ago the lead impedances were stable measuring 800 ohms and no noise was present at that time. Pacing thresholds were high measuring 1.5v @ 1.2ms from the patients last if office device check. Technical services discussed having the patient come into the clinic for further evaluation to see if they can reproduce the impedance change when programmed to bipolar. At this time this pacemaker and rv lead remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as additional information was received that indicated this right ventricular (rv) lead was explanted and replaced successfully. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as additional information was received that indicated this right ventricular (rv) lead was explanted and replaced successfully. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 120mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of noise, high thresholds, and high pacing impedances were due to fracture was likely caused by the confirmed fracture.